Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. The patient underwent surgery in (B)(6) 2011. During the procedure, a tear in the mesh was found. The mesh was not removed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-01382. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2011-02149. Please see medwatch report # 2210968-2011-02149 for all information regarding this event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an incarcerated incisional hernia repair procedure on (B)(6) 2009 and mesh was used. The patient underwent surgery on (B)(6) 2011.